Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the reservoirs had air bubbles. She stated that some had as many as 100 tiny air bubbles. She reported that the insulin was not stored at room temperature and was advised to do so in order to avoid gassing out when the insulin warmed up in the insulin pump. She did not recall the blood glucose reading. She was advised to monitor the blood glucose and to treat per a health care professional's instruction and to change the infusion set. The reservoirs were not returned for analysis.